Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 2.5 x 18 mm and 3.0 x 38 mm xience prime. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, death, thrombosis, arrhythmias (ventricular fibrillation, ventricular tachycardia), as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 2.5 x 18 mm and 3.0 x 38 mm xience prime referenced are being filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2012, the patient presented with an acute myocardial infarction and underwent a procedure to treat a totally occluded, mildly calcified, right coronary artery (rca). A whisper es guide wire crossed the lesion and thrombus suction was performed for a total of 4-5 times, after which predilatation was performed with an nc trek balloon. The distal rca was stented with a 2.5x18 mm xience prime stent at 10 atmospheres (atm). The mid rca was stented with a 3.0x38 mm xience prime stent at 12 atm and the proximal rca was stented with a 3.5x15 mm xience v stent. The procedure was carried out successfully and timi 3 flow was maintained. On (B)(6) 2012, the patient had developed ventricular tachycardia (vt) and complained of chest pain and chronic heart block. After angiography, stent thrombosis was diagnosed and thrombus suction was performed again, as well as cardioversion; however, the patient continued with vt followed by ventricular fibrillation, which resulted in patient death. No additional information was provided.